Event description:
It was reported that the stimulator made the pt "hurt all over". The pt wanted the entire system explanted. The pt could not specify where it hurt because she had not charged the device in several weeks because she had "not been herself lately". The pt was scheduled for three follow-ups for further troubleshooting with the pt programmer and recharger which she missed. The pt was seen again approximately three months after the initial complaint. The device was found to be in over discharge. The device was brought out of over discharge and a power-on-reset condition was noted. The stimulator was reset. The pt was seen again to go over charging. At that visit the stimulator was a quarter charged. The pt was instructed to get a full change and meet two days later for programming and efficacy. The pt was seen two days later and reported she wore the recharger for most of the 36 hours previous and never achieved any bars on the recharge, but did manage a half-charge. The device was interrogated with the clinician programmer and showed impedance on all 16 contacts in the 1500's. The pt reported "pantyhose" coverage on the right and left. Recharging was again reviewed and 8 solid bars were seen on the charge screen. The pt was instructed to fully recharge before using the implant, and told and because of the discharge she would have to charge more often. Additional info received reported that the pt was unable to recharge the battery due to weight gain and position of the battery. The stimulator was replaced with a primary cell device. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.